Manufacturer narrative:
Additional information was added: the device was manufactured from july 20, 2019 - july 21, 2019. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. The event was further reported as "the disconnected pump leaked"; therefore, there was no patient involvement. The set was filled with 5-fluoruracil. There was no patient involvement,. No additional information is available.